Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right cavernous segment with a max diameter of 3 mm and a 3 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.8 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was 180. Post procedure angiography showed normal blood flow and no adversity. It was reported that after taking access with cerebase da, cat5, phenom and synchro in the ica terminal section, measurements were taken. Vantage 5.5 was decided to be taken with a length of 20. Once vantage was prepared as per IFU guidelines and positioned, doctor started exposing the stent from c5 segment but since it was not in the midlumen, it failed to open distally. So in a reattempt, the device was taken till ica bifurcation and exposed. Stent opened distally now so it was gently pulled inside the micro catheter but it jumped and fell back in c5 segment. Deployment was continued from this position. Good apposition was seen in distal and mid segment but the proximal portion had kinked and the acute bend in c4 segment was not helping the exposing either. The device was resheathed 4 times already and it was still causing the same issue. Stent was even exposed right until the detachment markers but the anatomical bend and kinked device didn't allow the opening. Eventually a 2nd device, vantage 5.5x30 was deployed. It was reported the pipeline failed to open in the proximal section. The pipeline was positioned in a proximal and distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.  Ancillary devices include a re-sterilized cat5 guide catheter and re-sterilized synchro guidewire .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the kink was probably the extremely tortuous bend at cavernous segment which did not support the deployment. It was noted that the phenom catheter was new, and it was not visually impaired